Manufacturer narrative:
(B)(4). Updated: death date, describe event or problem, relevant tests/lab data, other relevant history and patient codes. (B)(4).

Event description:
It was further reported that on (B)(6) 2015, during the index procedure, the diffusely disease ri was partially jailed by the 3.50x16mm promus premier (tm) stent, but the flow in the proximal segment remained intact. This artery was occluded distally. In (B)(6) 2015, the patient was hospitalized due to increased dyspnea. Five days after, the patient was discharged from the hospital, with discharge diagnoses of: end stage renal disease (esrd), volume overload, and ischemic cardiomyopathy. In (B)(6) 2015, the patient was seen for a post-hospitalization follow up visit and reported experiencing continued dyspnea, chest pain, and overall body aches and pains. The patient reported that her chest pain was not as bad as it had been prior to the index procedure. Two days after, the patient had a follow up visit due to continued dyspnea, chest pain, and overall body aches and pains. 25 days later, the patient had a follow up visit due to frequently falling and increased pain. The patient fell and bruised the right side of her back. The patient chest pains were stable. In (B)(6) 2015, the patient had a follow up visit at the heart failure clinic. The patient reported an increase in her shortness of breath. The final impression included congestive heart failure secondary to ischemic cardiomyopathy; hypertension; and esrd on hd. Additionally, the physician and the patient had an end of life discussion.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, the index procedure was performed. The target lesion, an ostial lesion, was located in the proximal circumflex artery with 80% stenosis and was 18mm long with a reference vessel diameter of 3.25mm. The target lesion was treated with pre-dilatation and a 3.50x16mm promus premier¿ stent. Post-dilatation was performed with 0% residual stenosis. On the following days, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient died in her sleep. It was assumed that the patient's death was related to atherosclerotic heart disease. A death certificate was unavailable.